Event description:
It was reported an unspecified malfunction/issue occurred. The date of the event is an approximation. On (B)(6) 2024, it was reported that the patient reported calling 911 and being hospitalized. It was not specified what the cgm was displaying during this event. The patient was wearing a tandem insulin pump. However, the patient did not provide any further information regarding this hospitalization, including treatment and medications provided. No patient symptoms were reported either. The patient was ¿fine¿ at the time of report. Attempts to reach the patient for further event details were unsuccessful. No other patient or event details were available. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.